Manufacturer narrative:
Report confirmed. Evaluation determined that both pieces of the tool were returned used and broken. It was also noted that the fracture is relatively planar and perpendicular to the stem. There was a discoloration of the tool due to oxidation. The likely cause was identified as prying or applying of side load while the tool was not rotating. No evaluation was performed for the attachment and motor, as these devices were not returned. If these devices are returned in the future, product analysis may be performed. The user manual contains the following warning ¿bending or prying may break the accessory, causing harm to patient or staff. Do not use excessive force to pry or push bone with the attachment, tool or blade during dissection. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the tool was broken while cutting the bone. Additional information received that the em200 used with the tool overheated. On follow up, it was confirmed with the health care professional that a back-up device was used to complete the procedure and no further information can be provided regarding patient impact. No additional provided on the serial number of the attachment used with the motor and tool.